Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire between ECG electrodes a and b. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified, but is likely excessive force place on the cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support will assisting a (B)(6) female pt to report constant check te pad alarms. The pt was issued a replacement electrode belt.